Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would cut the vein but did not cauterize; therefore, bleeding occurred in the tunnel. The harvester chose to use the same device to complete the procedure, but with difficulty. The hospital did not report any pt complications as a result.

Manufacturer narrative:
Investigation results: the inspection revealed that the burnt could jaw boot, with a depression made from the cutter wire, indicated that sufficient heat was present from the cutter wire to burn the silicone jaw boot. The device met electrical specifications for total tool resistance and passed the pre-cautery test. The complaint was not confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.